Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient experienced hyperglycemia with a blood glucose (bg) of 546 mg/dl with nausea, extreme drowsiness, fruity breath, and symptoms of dehydration associated with an alleged inaccurate delivery. The patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts) it was noted that the basal/temp basal settings were incorrectly programmed. The basal delivery totals in the total daily dose did not match due to the basal edit screen being accessed. The basal history matched the active basal program settings. All boluses were recorded as programmed. The patient was referred to the health care provider for diabetes management. This is being reported because the patient experienced hyperglycemia due to use error (basal/temp basal settings were incorrectly programmed.)